Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had power cord cut issue and replaced with a hubble plug and there was no patient involvement reported.

Event description:
Na.

Manufacturer narrative:
Corrected fields: d9, g2, h3, h6(investigation type, investigation findings, investigation conclusion, component code).

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) after checking stated that power cord cut and replaced with a hubble plug by hospital staff. No other information is available. In future if we receive any repair information will reopen and update the investigation.